Manufacturer narrative:
Findings: unit alarmed motor error during basic occlusion test due to loose /tilted motor support disk. The motor was tested outside the device and passed. Unit received with minor scratches on lcd window and reservoir tube window. Unit received with cracked case at display window corners.

Event description:
The customer reported a motor error alarm on the insulin pump, and that the insulin pump restarted unexpectedly. There was no significant event reported as leading up to the alarm. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's reported blood glucose value was 187 mg/dl. No further information was provided.